Event description:
It was reported that a patient's ambulatory infusion pump displayed an "alert" message on screen. The patient's nurse attempted to check the pump to see what the alert was and the pump would not move past "alert" on the screen. The patient was switched to his backup pump to receive infusion without interruption to therapy.